Event description:
It was reported that the right ventricular (rv) lead was failing to capture during initial implant procedure. The rv lead was replaced, and a new one was implanted. The patient was stable.